Event description:
The consumer reported receiving 2nd degree burns to her leg from the heating pad. She did seek medical attention for the injury and the burn is fully healed. Burns of this nature are usually caused by the consumer placing the heating pad between themselves and another surface contrary to proper use instruction.